Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm hp. The following information was provided by the initial reporter, "consumer reported no insulin flow during priming. Stated he primes before every injection. Stated he wasted approximately 6 pen needles last week before he got his medication. Stated approximately 10 pen needles total from this box will not release insulin during priming. This has been happening over the course of 2 weeks, exact date is unknown. " 10 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 14 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm hp. The following information was provided by the initial reporter, "consumer reported no insulin flow during priming. Stated he primes before every injection. Stated he wasted approximately 6 pen needles last week before he got his medication. Stated approximately 10 pen needles total from this box will not release insulin during priming. This has been happening over the course of 2 weeks, exact date is unknown. " 10 occurrences were reported.